Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered a blood glucose (bg) value of 129 (mg/dl) and delivered a correction. Then, the customer decided to enter a value of 35 grams of carbohydrates in a separate bolus entry. The customer called tandem technical support for assistance regarding the reason for why the pump did not offer a reverse correction when the bolus for the 35 grams was entered as a second bolus entry. Tandem technical support advised the customer that the pump only offers a reverse correction if the bg level is below the target set at 120 (mg/dl). The customer acknowledged and declined further follow-up from tandem technical support to make sure bg level stays within target.